Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of error may be attributed to user-induced problems including loosely connected, dirty, damaged, improperly seated, or disconnected blue fiber cables.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported the complaint and cleaned and reseated fibers to resolve the issue. The system was tested and verified as ready for use. No parts were replaced.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the right eye was black on surgeons side console. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed error logs and found many blue fiber cable (bfc) cleaning recommendations. Site docked to patient before even reading warning messages or looking into surgeons console. Tse told that to customer and instructed how to clean bfc. The nurse blew into connectors, on surgeons console side and also on vision tower side, but problem persisted over several power cycles with no second da vinci or surgeon console available and no spare bfc. The surgeon could not do surgery, since the arms were not movable and procedure was converted to a traditional laparoscopic surgery. The procedure was completed laparoscopically.